Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The complaint device is not being returned, therefore unavailable for a physical evaluation. A review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during an anterior cruciate ligament acl surgical procedure, it was observed that their 7 x 23 milagro tapered screw broke during insertion. The sales rep stated that the broken pieces were retrieved and no debris was left in the patient. The sales rep reported that the surgeon completed the procedure with another like device using the same bone hole with no patient consequences or delays. The sales rep stated that the screw broke on the femoral fixation side and that a universal driver was used with the screw. The sales rep confirmed that the screw was not inserted over a guide wire and stated that the bone quality of the patient was hard. The sales rep was not present for the case therefore could not provide any further information. The sales rep stated that the device was discarded by the facility. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.